Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2014) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1) and additional supplemental emdr was submitted to represent the ventrio mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2014 ¿ patient was diagnosed with left large left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿large hernia sac was reduced, and large perfix plug (device 1) was placed over the defect and closed with sutures.¿ (B)(6)2014 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 2) and ventrio mesh (device 3). Per operative notes, ¿the large giant hernia with sac was reduced and fascia was closed with sutures. A large perfix plug (device 2) was placed in the internal ring and round ventrio mesh (device 3) was placed on the top and anchored and closed with sutures.¿ (note: the previously placed mesh (device 1) was not seen during this procedure.) (B)(6)2016 ¿ patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with removal of ventrio mesh (device 3) and implant of perfix plug (device 4). Per operative notes, ¿the hernia with sac was reduced and previously placed mesh (device 3) was removed. An extra-large perfix plug (device 4) was placed in the inguinal canal and sutured in place circumferentially.¿